Manufacturer narrative:
(B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05144. The pt received her scs system on (B)(6) 2011 including an ipg and two leads (from the same lot). It was reported the pt no longer feels stimulation. X-rays were taken and revealed lead migration. It was also reported the pt's charger could no longer locate the ipg because it was deep in the pocket. The pt's lead were explanted and replaced. The ipg was relocated for better communication.